Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for high rv impedance warning. The lead had been programmed rv tip to rv coil in the past and was experiencing oversensing of atrial events on the rv lead. At the time the rv sensing vector was programmed rv tip to rv ring and the lead experienced significant impedance swings. The physician elected to reprogram the lead warning criteria value and monitor the lead on a more frequent basis. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.